Event description:
The event is reported as: the stapler gives more than one staple at a time or no clip/staple at all.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.